Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6). Batch/lot number: 7317107 model/catalog description: infinion 16 trial lead kit 50 cm unique identifier (UDI) #(B)(4).

Event description:
It was reported that the patient experienced chest pain during a trial procedure and went to the emergency room (ER). The patient checked out of the ER same day with a clear electrocardiogram (EKG). The physician was unable to determine if chest pain was device or procedure related. The trial leads were pulled, and the patient was reportedly doing well since. The explanted devices were not returned as they were kept by the medical facility.